Manufacturer narrative:
(B)(4)

Event description:
It was reported there was oversensing occurring on egms that appears to be lead noise. Review of the egm indicated possible myopotential oversensing. Testing and programming changes were recommended.

Event description:
New information received on 9/11/2017 reported that episodes of myopotential oversensing were still occurring. No intervention was performed. The patient would continue to be monitored.